Manufacturer narrative:
The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. / complaint record ID # (B)(4).

Event description:
It was reported that upon opening the intra-aortic balloon (iab) packaging, a kink was noted about 3 cm from the tip of the iab. During insertion, the guidewire could not pass through the bent section of the iab. A new iab was opened and inserted to provide therapy. There was no patient harm or adverse event reported.

Manufacturer narrative:
The device has not been returned to the manufacturer so we are unable to complete an evaluation. Reference complaint # (B)(4).

Manufacturer narrative:
Complaint# (B)(4). The product was returned with the membrane completely unfolded and no blood observed on the returned device or components. Three kink was observed on the catheter tubing approximately 76.6cm, 48.5cm and 46.5cm from the iab tip. Maquet guidewire, extender tubing, pressure tubing, dilator, sheath, three-way stopcock and angiographic needle were also returned. - the technician attempted to insert the returned 0.025¿ guide wire through the inner lumen of a reference 7.5fr catheter and was able to successfully insert the guide wire. The evaluation confirms the reported failure mode of ¿kink¿. However, the ¿difficult/unable to insert iab through guidewire¿ failure mode is not confirmed by the evaluation. A lot history record review was completed for the reported product. No nonconformances were found that are related to the event.